Event description:
The user was fitted with 8 active channels during her first fitting. Over time, the number of channels used decreased. Currently she is using 4 active channels. Reportedly, there are several extra-cochlear channels. The surgeon plans to perform a revision surgery, but also a back-up device has been requested.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received from the field, the device is not providing benefit to the recipient due to a post-operative active electrode migration out of the cochlea. A re-insertion surgery is considered but no date has been scheduled yet.

Event description:
The user was fitted with 8 active channels during her first fitting. Over time, the number of channels used decreased. Currently she is using 4 active channels. Reportedly, there are several extra-cochlear channels. The surgeon plans to perform a revision surgery, but also a back-up device has been requested.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to a migration of the active electrode out of cochlea. In addition, the in situ measurements support a partial insertion at the time of implantation, although the implant registration card (irc) states a full insertion. This is a final report.

Event description:
The user was fitted with 8 active channels during her first fitting. Over time, the number of channels used decreased. Currently she is using 4 active channels. Reportedly, there are several extra-cochlear channels. The user has been re-implanted.